Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h3, h4.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent and flickering image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no image and the light was not working. The issue was found during set up for an unspecified procedure. There were no reports of patient harm.